Event description:
It was reported that (1) device was used during a evaluation of a hematoma, the clip applier malfunctioned. The applier would fire, but fail to reload(misfeed). After six firings, the applier reloaded. After applying one clip, the applier failed to reload again. Another instrument was used to complete the case. There was no consequence to the pt.